Manufacturer narrative:
Findings: reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test dop114-830. Sensor failed due to found cannula bent/cracked. Also found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that she had sensor anomaly. Customer's blood glucose was 124 mg/dl. The customer stated that she got a lost sensor and the cannula on the sensor is retracted. After the troubleshooting was done, customer was done, customer was advised that the reason for lost sensor was due to the damage on the cannula. The customer was advised that we ship a replacement sensor.